Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be failure of the ac-dc power supply. The affected system was installed in august 2003 and it has been used for more than 14 years. The resistance of the m14 ac-dc power supply contact terminal increased over time. This led to a high temperature on the surface of the terminal and the terminal started to smolder resulting in the smell reported. The m14 ac-dc power supply fulfills the ul standard; therefore, the smoldering cannot result in open fire. The m14 ac-dc power supply was replaced at the affected system and the systems works as specified. The reported defect is considered to be acceptable with regard to the wear and tear of the system over 14 years of usage. No systematic unusual issue could be identified. Therefore no corrective action is planned in the installed base.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the siremobil compact system. The customer reported a burning smell and smoke coming from the main unit. At this time there is no report of impact to the state of health of any patient or operator involved.